Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr124m - columbus rev f mc glid.surf.t2/2+18mm. According to the complaint description, a postoperative infection occurred. A poly swap and irrigation was performed on the left knee. The initial total knee arthroplasty (tka) and implantation had been on (B)(6) 2023. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nr124m (aesculap ag reference no. (B)(4)) 9610612-2024-00278. Nx045 (aesculap ag reference no. (B)(4)) 9610612-2024-00271. Involved components: (B)(6) / as columbus rev f tib.offset cement.t2 (aesculap ag reference no. (B)(4)). (B)(6) /as tibia offset stem d15x92mm cemented (aesculap ag reference no.(B)(4)) (B)(6) / as columbus rev f femur cemented f5l (aesculap ag reference no. (B)(4)). (B)(6) / as columbus rev fem.spacer dist.f5 10mm (aesculap ag reference no. (B)(4)). (B)(6) /as columbus rev fem.spacer dist.f5 10mm (aesculap ag reference no. (B)(4)). (B)(6) / as columbus rev fem.spacer post.f5 10mm (aesculap ag reference no. (B)(4)). (B)(6) /as columbus rev fem.spacer post.f5 5mm (aesculap ag reference no. (B)(4)). (B)(6) /as nut f/femur extens.stem all sz.neutr. (Aesculap ag reference no. (B)(4)). (B)(6) /as femur extens.stem 6° d12x157 cemented (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: it is not possible to determine either the root cause for the revision respectively, the mentioned infection, nor the failure mode of the poly component(s). In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: nr124m (aesculap ag reference no.(B)(4). Nx045 (aesculap ag reference no.(B)(4) 9610612-2024-00271.